Manufacturer narrative:
(B)(4). The manufacturing DHR file was reviewed. No recorded results of manufacturing issues or anomalies were reported. Ez-io driver 9058 (sn (B)(6)) was returned for evaluation. Upon receipt, the driver was visually inspected. No obvious signs of damage were observed. When the trigger was pulled the driver was operable and a blinking red led light was displaying. The driver was then subjected to simulated sawbone insertions per driver IFU (8048a rev. 01). This functional test is used to determine whether the returned device still has the capability to power a 45mm ez-io needle set into a medium and/or hard bone. The 45mm ez-io needle set is used because it represents the worst case scenario for io insertion. Two (2) sawbones with medium (50 lbs/ft3) and hard (105 lbs/ft3) hardness profiles with 3mm cortexes were used for the test. Each insertion was timed with a stopwatch ((B)(4)) while applying approximately 8 lbs. Of force on a weight scale (ID: (B)(4)). Approximately 5 to 8 lbs. Of force is necessary to penetrate bone. Below are the test results: medium profile (50 lbs/ft3): insertion 1: 3.48 secs; insertion 2: 3.26 secs; insertion 3: 3.31 secs. Hard profile (105 lbs/ft3): insertion 1: 8.54 secs; insertion 2: 6.84 secs; insertion 3: 8.16 secs. The driver successfully negotiated both the medium and hard saw bone insertion testing. The complaint cannot be confirmed. The driver was then subjected to simulated sawbone insertions per driver IFU (8048a rev. 01). This functional test is used to determine whether the returned device still has the capability to power a 45mm ez-io needle set into a medium and/or hard bone. The 45mm ez-io needle set is used because it represents the worst case scenario for io insertion. Two (2) sawbones with medium (50 lbs/ft3) and hard (105 lbs/ft3) hardness profiles with 3mm cortexes were used for the test. Each insertion was timed with a stopwatch ((B)(4)) while applying approximately 8 lbs. Of force on a weight scale (ID: (B)(4)). Approximately 5 to 8 lbs. Of force is necessary to penetrate bone. Below are the test results: medium profile (50 lbs/ft3): insertion 1: 3.48 secs; insertion 2: 3.26 secs; insertion 3: 3.31 secs. Hard profile (105 lbs/ft3): insertion 1: 8.54 secs; insertion 2: 6.84 secs; insertion 3: 8.16 secs. The driver successfully negotiated both the medium and hard saw bone insertion testing. The complaint cannot be confirmed. The complaint cannot be confirmed. Functional testing has confirmed no fault found with this driver. No corrective/preventative actions will be assigned. Functional testing has confirmed no fault found with this driver. The driver ended the investigation with its light blinking red. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
Ez-io driver purchased around 2017, used no more than 3-5 times/year. It is flashing red during a code and losing power, but they did not use for than 20 times maximum. Procedure completed with backup driver.

Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Ez-io driver purchased around 2017, used no more than 3-5 times/year. It is flashing red during a code and losing power, but they did not use for than 20 times maximum. Procedure completed with backup driver.